Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the pump screen. The customer's blood glucose level was 250mg/dl. The customer was advised the pump would have to be replaced and returned for analysis. The customer states they would be speaking with trainer about pump replacement.